Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. The customer was sent new charging supplies and was able to successfully charge the pump. There was no reported adverse impact to the customer's blood glucose level.